Event description:
It was reported that during the implant procedure of a right atrial leadless pacemaker (RALP) when attempting to redock the RALP while it was fixated, the delivery catheter prematurely released the device. The delivery catheter was removed outside of the body for inspection; It was noted that the tethers were misaligned when the release button in aligned position. The physician elected to complete the procedure using a new delivery catheter. The patient was stable following the procedure.